Event description:
It was reported to boston scientific corporation that jagtome rx 39 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician went to perform sphincterotomy, it was noticed that the cutting wire broke off. The detached part was retrieved from the patient using a rat tooth forceps. Reportedly, the patient had a jolt reflex and had felt some electric current shock when the wire broke off. The procedure was completed with a different device, using the same generator and active cord. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. The device history record review was performed and no anomalies were observed. The review confirmed that the device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that jagtome rx 39 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician went to perform sphincterotomy, it was noticed that the cutting wire broke off. The detached part was retrieved from the patient using a rat tooth forceps. Reportedly, the patient had a jolt reflex and had felt some electric current shock when the wire broke off. The procedure was completed with a different device, using the same generator and active cord. The patient's condition at the end of the procedure was reported to be fine.